Manufacturer narrative:
UDI= (B)(4). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch#5065091 that stent dislodgement inside patient occurred. The target lesion was located in the mid right coronary artery(rca). A 4.00x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but could not cross the lesion. Upon removal of the device, the stent came off from delivery catheter and the stent was implanted in the proximal rca. No patient complications were reported.